Event description:
Customer reported a broken screen on their pump, which was confirmed as unreadable and unresponsive upon investigation, but no specific blood glucose impact information was available. There was no mention of any adverse effects on the customer's blood glucose level. Customer was advised to return the device, and a replacement pump with a new serial number was arranged.